Manufacturer narrative:
A picture was received for evaluation following biosense webster's procedures. The photo provided by the customer does not show sufficient information related to the hemostatic valve leak issue reported by the customer, and therefore no results can be obtained from it. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-03050 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium). (2) MFR for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported that there was fluid leaking back from the hemostatic valve post procedure. They used two vizigo sheaths and both were leaking. The valve was not visibly broken. No blood return was observed. The sheaths were not replaced during the procedure. No adverse patient consequence was reported.